Manufacturer narrative:
Concomitant products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have cognitive impairment. When asked for more information the caller stated that the patient has baseline parkinsons with dementia. Patient is at the clinic for infection and the caller thought it was related and may be amplifying the cognitive impairment. The patient is experiencing confusion and hallucination. The caller did not know when the symptoms started but the patient was admitted to the hospital on (B)(6).